Event description:
The user facility reported that the 8fr angio-seal shattered when attempted to be deployed in femoral vein in electrophysiology (ep) procedure the night of (B)(6) 2022. Shards of device traveled to the patients (pt) heart and lungs. The patient had to undergo emergency surgery. The patient has to undergo emergency surgery to remove shards of device. The patient was stable, intubated. Additional information was received on (B)(6) 2022: the procedural sheath size used was an 8fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A venogram was performed as it was an electrophysiology procedure (ep) and in a vein so off label. The sheath shattered upon insertion. There was no noticeable damage to the device prior to use. The device was stored on a top shelf about 3 feet from artificial light in single unit pouches so not as recommended. The facility does not have a whole room sterilization equipment in place. Procedure was successful until closure when sheath shattered and then the patient was sent to surgery. Additional information was received on (B)(6) 2022: the devices were stored individually however there were boxes that were overflow in the office and were intact with the warning stickers clearly visible.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
A maude database search conducted on (B)(6) 2022 found a maude report number (B)(4). The event description states: "sheath of angioseal disconnected from the distal tube while in the pt. Had excessive bleeding. Attempts to retrieve by radiologist and cv surgeon. Sternotomy w/ICU stay-r ventricular rupture. Fragments remain. Pre op dx: persistent atrial fibrillation. Procedure: ablation. Dressings on at 1553. Situation and timeline:1604 angioseal failure; 1744 internal jugular artery accessed, snare inserted. At 1910 snare removed. Pt remained. Ln hybrid (ir/or) room for surgery. Dx: right ventricular rupture. Repaired. Sternotomy, on cardiopulmonary bypass pump- pt to ICU. Background: angioseal in use at end of case, noted bleeding and found device was no longer intact. Imaging showed it to be in right pulmonary artery. Attempted removal via r internal jugular artery, device broke in 2 with snare, unable to retrieve and it migrated more distally to a pulmonary artery branch. Pt was hypotensive transiently during attempted retrieval, but recovered. F/u echocardiogram then showed right ventricular apical hole with loculated anterior effusion / pseudoaneurysm. This was repaired. Assessment: pt's injury associated with device failure and attempts to retrieve fragments / sheath."

Manufacturer narrative:
This report is being submitted as follow up no.2 to provide the information from the maude report in section b5 and to provide the maude report.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath was found to have been fractured, and the failure appeared consistent with embrittlement as the sheath had been cracked and broken. The complaint was able to be confirmed for sheath fracture. The likely cause was determined to have been improper storage of the device resulting in exposure to light and material degradation. The sample was found to have been exposed to uv/light exposure which caused the issue to occur. The sample had been stored individually, which is likely to be the source of light exposure. A corrective and preventative action (CAPA) has previously been opened to investigate this issue further.